Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the balloon inside the tr band did not fill properly and deflates without using the syringe. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 03jun2021. The procedure for the patient prior to use with tr-band was a left heart catheterization. They applied a second tr band. The deflation occurred when the syringe was removed after they inflated. The blood loss was less than 250cc. The patient was ok.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. The complaint cannot be confirmed for air leakage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.